Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device was abandoned surgically.

Event description:
Boston scientific received information that the threshold of this right ventricular (rv) lead was gradually increasing and cause was not determined. Moreover, muscle stimulation was noted when set to six volts for two is to one safety margin. Further information was received indicating that a decrease in sensing was noted but there was no significant change noted in impedance. This rv lead was abandoned surgically. No additional adverse patient effects were reported.